Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not delivering formula as expected. They stated that the pump was alarming dose done and not delivering. The rate and dose was not provided. Mmd did not follow up with the initial reporter who, at the time of the complaint, stated that the patient had not experienced any adverse effects due to the complaint and that they had no additional information to provide. (B)(4).